Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's blood glucose level was 524 mg/dl. The customer performed troubleshooting and verified that insulin did exit. The customer was advised that the device was working as designed. Nothing was replaced or returned for analysis.